Event description:
It was reported the patient experienced a random burning sensation at the ipg site that is unrelated to recharging. The burning is felt whether the stimulation is on or off. The stimulation is effective when it is turned on. The physician prescribed lidocaine to be used as needed when the sensation is present. Follow up identified the lidocaine is helping with the pain, therefore, the physician has no further plan of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.